Manufacturer narrative:
A ge healthcare service representative replaced the bag/vent switch, and the unit was returned to service.

Event description:
A ge healthcare service representative performed a checkout of the equipment and confirmed the bag vent switch was not operating as expected. There was no report of patient involvement.